Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08885; 2134265-2017-08886. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During procedure, the physician noticed that the shaft of the opticross¿ imaging catheter was very stiff and had trouble pulling back. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a kink in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08885; 2134265-2017-08886. It was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During procedure, the physician noticed that the shaft of the opticross imaging catheter was very stiff and had trouble pulling back. No patient complication were reported and the patient's status is fine.